Event description:
Additional information received indicated that the noise on the right ventricular (rv) lead resulted in oversensing and pacing inhibition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise was noted on the right ventricular (rv) lead. No intervention was performed, and the rv lead will be monitored. The patient was stable with no adverse consequences.